Event description:
As reported by our european affiliate, during sapien 3 (s3) valve deployment, the commander delivery system (ds) balloon ruptured. Following the rupture, the ds would not enter into the sheath; resulting in the separation of the marker ring from the esheath. The marker ring embolized into the right common iliac artery. During the transfemoral procedure, a 26mm s3 valve and ds were prepared with 2cc less volume due to the severe calcification in the mitral-aortic continuity. The 14fr esheath was inserted without any issues. The s3 valve was deployed in a final 70:30 a/v position. Post valve deployment, the ds could not be withdrawn back into the esheath and blood was observed in the atrion device. It was observed that the balloon was broken ¿horizontally¿, 2-3cm under the nosecone and the esheath was ¿a little bit opened¿. Multiple attempts were made to withdraw the ds back into the esheath, resulting in the separation of the ring marker from the esheath. The marker embolized into the right common iliac. No consequences to the patient were noted. At this time, the surgical team decided to cut the handle of the ds, removing the ds and esheath and leaving the balloon shaft in the artery. Additional unsuccessful attempts were made to remove the ruptured piece of balloon and nosecone. The balloon piece and nosecone finally stopped in the left common iliac. Angiography noted the blood flow was okay and the patient was stable with no arterial injuries. The radiopaque esheath marker ring was observed to be in the hypogastric (internal iliac) right artery. At this time, the decision was made to stop the procedure with no further intervention. The patient was hemodynamically good. At the time of this report, the patient had been discharged to home with perfect blood flow in the legs and in hemodynamically good condition. The embolization of the esheath marker ring was the result of the multiple attempts to withdraw the ruptured balloon back into the esheath. The patient¿s access vessel minimal luminal diameter (mld) was >8mm with moderate calcification and severe tortuosity.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards lifesciences and as documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. The commander delivery system and esheath were not returned to edwards for evaluation. A review of the esheath dhrs most relevant to the reported event, manufacturing mitigations, and the physicians training manuals and ifus was performed. The dhrs and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the esheath contributed to this event. No deficiencies with the IFU¿s or training manuals were identified. Without the devices being returned, no functional testing or dimensional analysis could be performed. Therefore, the root cause of separated c-marker band cannot be determined. A review of previously reported complaint data suggests that patient or procedural factors may have influence the separation of the c-marker band. In this case, moderate vessel calcification and severe tortuosity, in addition to delivery system (ds) balloon burst, multiple attempts to retrieve the ds, have the potential to contribute to sheath liner delamination and expose the c-marker. Once exposed, additional manipulation of the ds (especially in a back and forth motion) can dislodge the exposed c-marker. As a result of past complaints for c-marker band separation, a pra and CAPA have been initiated. The root cause and corrective actions have been documented within the CAPA file. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of april 2015 did not reveal that occurrence rate exceeds the control limits for this failure. Therefore, no further corrective or preventative actions are required.